Event description:
The user reported the following: due no vision of the optic during the endoscopic spine surgery, the surgeon took the decision make open spine surgery. Externally the optic looks like new, but completely dark vision, the client demands an explanation, repair or replacement of the lens. "Without vision of the optic 89210.1254, the endoscopic spine surgery failed."

Manufacturer narrative:
During the inspection of the diskoskop 25° ø 6,9mm sl 207mm, part no. 89211254, serial #(B)(4) by richard wolf gmbh, it was determined in accordance with test instructions that there was moisture in the optical system, which caused cloudy vision. After a period of use of approx. 18 months and since neither the sealing ring nor the sealing surfaces show any abnormalities/damage, it is assumed that the seal between the cladding tube and the funnel holder has failed sporadically. The diskoskop was produced on 10/jun/2021, the production order consisted of 8 discoscopes. The subject discoscope was delivered to the customer on 16/jun/2021. The IFU ga-b 223 / USA / 2012-10 v5.0 / eco 2012-0519 contains several descriptions of visual and functional checks which serve to detect faults prior to use on patient in section 6 use and section 7 check. In addition the IFU states that the product must be checked for damage, loose parts and completeness immediately before and after use. The subject issue of cloudy / obscured optics is present in the risk management file a1 - reusable rigid telescopes with and without working channel, rev. 05. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.